Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. The pump passed the functional testing, and all operating currents tested within specification. No excessive no delivery alarms noted. The pump passed the off no power test. The pump was monitored and tested with no unexpected battery out limit noted. The pump was received with broken battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a button error and broken pieces off the insulin pump. The customer's blood glucose was unknown. The customer stated that the battery housing is missing a piece. The customer stated that the pump slipped out of her hand. The customer stated that the buttons were not responding very well. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.